Event description:
Additional information was obtained. A follow up visit was performed. Interrogation revealed all other measurements were in normal limits and the results of the average measurements were within normal range. As the shock impedance measurements were within acceptable range, a decision was made to further monitor the system. Additionally, information was obtained that the unknown lead is a boston scientific lead; endotak reliance model 0296, sn (B)(4). As all other measurements were normal, no device or lead malfunction was suspected, however remote monitoring has indicated further out of range measurements have occurred.

Event description:
Boston scientific received information that this device and right ventricular lead displayed a low out of range shock impedance measurement. It is unknown whether the lead is a boston scientific product. The physician is monitoring this issue. No adverse patient effects were reported.

Event description:
Additional information was received. During a follow up visit, interrogation revealed no issues. All measurements were normal. No changes were made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.